Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed two openings assessed as surgical damage. ¿ hematoma: unable to observe as it is not related to the manufacturing process. As per the investigation procedures, creases and nick striated were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side "hematoma", "expansion was insufficient", "damaged", "produce defect". Device was explanted.

Event description:
Healthcare professional reported left side "hematoma"- ndr.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "hematoma", "expansion was insufficient", "damaged", "produce defect". Device was explanted.